Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause for the aortic rupture cannot be determined; however, per report, inaccurate annular CT measurements most-likely contributed the event. There was no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, after successful deployment of a 29mm sapien 3 valve in the aortic position, an annular rupture was confirmed by fluoro. As reported, a successful balloon aortic valvuloplasty (bav) was performed prior to implanting the valve. Deployment was uneventful, during a final root shot to determine position and paravalvular leak (pvl), contrast was noticed outside the root. An annular rupture was confirmed. The patient was immediately intubated, placed on bypass and converted to an open surgical procedure. The 29mm valve was retrieved and replaced by a surgical valve. The patient was stable; however, developed pericardial fluid post procedure. Per report, inaccurate CT measurements was the root cause of the event. The patient¿s annulus measured 29.8mm x 23.5mm by echo with an area of 600cm2. There was no bulky calcification in the annulus or the leaflets.